Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used in the distal esophagus during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. Reportedly, there was no resistance felt during inflation. The procedure was completed with another cre pro wire guided dilatation balloon. There were no patient complications reported as a result of this event.